Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, measuring greater than 200 ohms on right ventricular (rv) channel. Additionally, there were stored episodes of signal artifact monitor (sam) and this resulted in the minute ventilation (mv) feature being automatically disabled. There were noisy signals noted on the electrogram (egm). Technical services (ts) discussed with the boston scientific representative. Reprogramming was performed on the same day. No adverse patient effects were reported. This rv lead remains in-service.